Event description:
Complainant alleged that while attempting to monitor a 32-year-old patient, the device failed self test for defib function and was unable to detect the attached multi-function cable. Complainant indicated that the crew power cycled the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The multifunctional cable (mfc) was not returned and could not be visually inspected or functionally tested. The defib receptacle and the multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.